Manufacturer narrative:
Integra has completed their internal investigation on july 9, 2015. The additional investigation activities included. Results: a review of the mfg records for inserter/extractor, p/n ins-0950-049-01, lot # pm0280 / (B)(4), found that all applicable material, process and finished component specs were satisfied. Mfg and component defects are eliminated as possible root causes. A review of complaint records found no other complaints during the previous 24 months for damage to the inserter/extractor during surgery. The instrument is reusable therefore the complaint rate is an estimate based on the number of surgeries conducted over a recent 24 month period approximately 417 surgeries. Based on these data, there is an approximate occurrence rate of damage during surgery of (B)(4). Conclusion: no definitive root cause can be determined for this complaint as there is limited information available. Possible root cause: incomplete instrument alignment followed by normal impaction. Instrument damaged before use, such as being dropped during cleaning.

Event description:
It was reported the device chipped. The device was damaged during a challenging alignment due to limited exposure and the repeated attempted coupling of the instrument. It was reported the device was in contact with the patient; however, there was no patient injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a f/u MDR submission.